Event description:
A malfunction code was reported with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and instructed to return the malfunctioning pump to tandem using a pre-paid label. The customer was also guided on how to put the pump into storage mode before shipping it back.